Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250 ml/hr and 25 ml tested in specification at 5 minutes, 55 seconds or 102% of expected accuracy. The device operated as intended. The log review did not note the occurrence of the reported issue. Preventative maintenance was performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump not administering as programmed, it happened on a 1.5hr chemo - only about ¼ of the bag administered.